Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4).event occurred in the switzerland it was reported that patient faced an event of infusion set detachment on 22-jun-2024. The location of site was at right abdomen. No further information was available.